Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked case on lcd display window corners, and cracked battery tube threads. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests and functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call on (B)(6) 2013 that his blood glucose level had been higher than usual even after changing the infusion set, reservoir, insulin, site and settings. Blood glucose value at the time of the call was 146 mg/dl. The customer mentioned he had a heart attack years back. Troubleshooting was performed and no issues with the site/set were found and the insulin pump passed the high pressure test. The customer would verify the bolus wizard setting with the doctor. He called back on (B)(6) 2013 to report that the insulin pump had several large scratches on the screen and he was unable to read the display. Blood glucose value was 230 mg/dl. The customer stated the damage occurred while he was working on cars. The device was returned for analysis.